Event description:
It was reported that a dust-like foreign substance on the needle tip during use. As possible lot numbers are 1336506 or 2060348.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a dust-like foreign substance on the needle tip. To aid in the investigation, one sample with no packaging blister and five photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with 30x magnification. There is a particle 1/64" in size adhered to the needle tip. The appearance of the foreign matter looks like the lubricant applied to the outer surface of the needle. Due to the size of the particle, fourier-transform infrared spectroscopy (ftir) could not be performed. The five photos provided show the sample received. No other defects or imperfections were observed. It could be possible, during the lubricant application, a particle of lubricant became attached to the needle tip. A device history record review was completed for provided material number 30521104, possible lots 1336506 or 2060348. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. It was reported that a dust-like foreign substance on the needle tip during use. As possible lot numbers are 1336506 or 2060348.